Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the prosthetic valve was explanted after an implant duration of approximately 8 years and 5 months due to aortic stenosis with calcification. The healthcare provider indicated that this event was due to patient related factors and not a device malfunction. According to the op report, this patient developed severe critical calcific aortic stenosis and was referred for redo aortic valve replacement. Upon removal of the device, it was noted to have severely calcified and stiff leaflets with a critically small valve orifice. The device was removed and a new prosthetic valve was implanted. Post-operatively, the patient had a slow recovery. She did have a positive blood culture for staphylococcus and was placed on vancomycin. Patient was discharged to another facility. No other details provided.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the stenosis was likely caused by the calcified valve leaflets. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.